Event description:
It was reported to medtronic neurosurgery that the valve was occluded.

Manufacturer narrative:
The valve was not patent. This precluded all other testing. A tear was found in the top of the delta chamber. It is unk how or when this damage occurred. A dissection of the device found proteinaceous debris on the inside of the valve adjustment mechanism. The instructions for use that accompany the device caution that shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris. The instructions for use also warn that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the mfg records showed no anomalies. All of the valves are 100% tested at the time of MFR.